Event description:
Femoral venous and arterial catheters were inserted. These catheters were connected to a cavh filter. After beginning cavh, the nurse noticed a slight blood leak at the connection adapter. Cavh was stopped and a medical resident was called. He cut off the limb of the catheter and attached a new adapter from another tray. This corrected the problem, however, the cavh filter could not be savaged. Before a new cavh filter despite resuscitation attempts. This patient was in critical condition with multi-system failure. Death was in no related or attributed to device failure.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.